Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had fluids in the battery compartment. Customer dried the battery cap with a q-tip and air dried the battery compartment. A new battery was inserted and the display didn't return. Customer's blood glucose was unknown. Customer was advised the device needed to be retuned, he agreed to return it.